Event description:
It was reported that during an unknown procedure, two clips were coming out at a time. A new device was used to complete the procedure. No patient impact reported.

Manufacturer narrative:
Particulates/contamination.evaluation summary: a hair like filament, dark brown in color, measured to approximately 2cm, was detected at the inflow aspect. Approximately half of the filament is detected at the outflow aspect. The filament went through along the center hole. The valve is attached to the holder, but detached from the serial tag. The serial tag was returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned via telephone call from hospital representative. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Requests were made via e-mail for the device, operative report, and additional information, however, no additional information was provided, device was returned for evaluation.

Event description:
Reportedly a hair was found on a 3000tfx, 21mm valve. No additional information was provided.